Manufacturer narrative:
Device received with broken reservoir tube lip, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
It was reported via phone call that insulin pump had crack around reservoir compartment and plastic bits was loose. Customer's blood glucose was 14mmol/l and customer just eaten breakfast. Insulin pump will be return for analysis.